Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to sense. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was overtorqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-17218. It was reported that the patient fell causing the implanted leads to become dislodged. Upon review, it was discovered that the right atrial lead and the right ventricular lead failed to sense and failed to capture. Both leads were explanted and replaced. The patient was in stable condition.